Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to chronically high output. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.